Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to a pump infection. The infection type was determined to be pseudomonas. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient developed a driveline infection that developed into a pump pocket infection and bacteremia. The patient declined a pump exchange and elected to have IV medication before hospice. The patient symptoms was reported to be driveline drainage, fever, chills and positive blood cultures. The infection was treated with IV and oral antibiotics,v imepenem & tobramycin both inpatient and outpatient . The infection became resistant to antibiotics and became systemic quickly. No further information was reported.